Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It is reported retraction failure. Event description: when using the intravenous catheter, the professional reported that it broke, releasing the spring and needle from inside the protective device.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 5091414. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. It is possible that this incident resulted due to misalignment in the manufacturing station which led to this reported defect. It is also possible that the failure of detection system in product packaging conveyor or the failure during transportation and/or during product handling . Without the picture or physical sample, the exact cause cannot be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.